Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with burning, redness, inflammation, drainage, infection, and lump, under entire patch area. The reaction was treated with a prescription of an oral medication, flucloxacillin 5 mg 4 times a day for 7 days. At the time of the report the patient was stable. No additional patient or event information is available.